Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section b describe event or problem h8 usage of device. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system drawer 2.1 and 2.2 was failed to detect on bus. A field service engineer arrived and noted that drawer 2-1 and 2-2 were not detected on the bus. Pyxis was shut down for inspection. Scratch marks were found on both retractor bands. Fse removed and replaced both bands. After rebooting, no drawer failures were observed. Hardware test application was run and passed successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the drawers 2.1 and 2.2 were showing device not detected on the bus error. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis medstation es, the drawers 2.1 and 2.2 were showing device not detected on the bus error. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.